Manufacturer narrative:
No manufacturing defect was found on a macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. A diagnostic error occurred.

Event description:
Deflation resulting in explantation.